Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed when an asymptomatic patient presented in clinic for normal follow up. Programming changes were made. Patients condition was stable.